Event description:
The customer reported that an 840 ventilator stopped cycling. No pt involvement. Covidien tech support engineer (tse) troubleshot this issue with customer over the phone and suggested replacing the breath delivery unit (bdu) cpu pcb. The customer reported the unit passed extended self test (est) and will remove unit from service. Covidien was not authorized to service the device.

Manufacturer narrative:
(B)(4).